Manufacturer narrative:
According to the data provided, no direct link with tampon use has been stablished, but cannot be excluded.

Event description:
A female sought medical attention after feeling unwell and has been diagnosed with tss (toxic shock syndrome), which may potentially be associated with tampon use.